Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 9 years and 10 months due to aortic stenosis. Per the op report, the old prosthetic valve was noted to be heavily calcified and stenotic. The left coronary os was intimately associated with the left cusp of the aortic valve. The valve was excised and particular attention was taken to preserve the left coronary os but at the conclusion of the resection of the valve, there was no significant remnant of the annulus to sew the valve so that it would not compromise the left coronary os. The decision was made at this point to replace the aortic root. Aortic valve replacement conduit was constructed from a 21 mm edwards valve and a 26 mm hemashield tube graft and seated without difficulty. Patient was weaned from cardiopulmonary bypass. No operative complications reported. Of note, the surgeon indicated that this event was due to patient related factors and not a malfunction of the edwards valve.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the heavily calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.